Manufacturer narrative:
No parts or files have been returned to manufacturer for evaluation. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported the stealthstation s7 system randomly becomes slow and sometimes freezes. There was no pt present.